Manufacturer narrative:
Neither the rapid infuser, ri-2 nor the associated disposable set involved in the incident have been returned to belmont for investigation. Without the benefit of the device back at our facility for further investigation we note the following: when the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. A thorough investigation of the disposable set is not possible as the set has not been returned, nor was the lot number provided. A review of the photographs provided by the user facility indicate that the upper section of the heat exchanger of the disposable set, at the area where the output temperature probe is located, appeared to show blood clots. The only known way to cause coagulation in citrated blood is to add calcium containing products, therefore we have contacted the hospital to obtain further information about the case, as well as the device back in order to determine if there are any anomalies with the device. At this time we have not received the device from the hospital. There was no patient injury reported. If and when additional information becomes available, a supplemental report will be provided.

Event description:
The user facility reported the following incident involving a rapid infuser, ri-2: "during a mass transfusion in the operating room, the belmont started smoking and when the chamber door was opened, the round piece of tubing was melted. This happened while the blood was infusing into the patient. The blood in the reservoir was able to be saved. The belmont was a different one used than the one that was used during the patient's first mtp, and the set up was also brand new for this mtp. The rate of infusion at this time was around 700 ml/min, but for the majority of the mtp leading up to the event, we were running between 100-500 ml/minute varying pretty frequently. The belmont and tubing was removed from use and sent to biomed."